Event description:
It was reported that the patient presented in the emergency room experiencing arrhythmia and dizziness. X-ray imaging was performed and revealed loss of lead slack on the right ventricular (rv) lead and right atrial (ra) lead. It was noted that the pacemaker exhibited migration. The leads were revised, and additional slack was added. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.